Event description:
Procedure type: unk. According to the reporter: gray seal was broken. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. There was no add'l bleeding nor tissue damage. A new instrument was used to complete the procedure. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B) (4). (B) (4).